Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user observed a post-meal rise in blood glucose followed by a rapid decline and self-treated preemptively with gummy bears and juice when readings were just over 200 mg/dl; education was provided that postprandial spikes can be followed by swift drops with effective infusion site absorption and that treatment for hypoglycemia should be reserved for levels below 70 mg/dl. Symptoms included perceived impending hypoglycemia without confirmed low glucose. Outcomes included no alarms, no hospitalization, and in-range glucose at the time of the call. Investigation included product use review and patient education on appropriate hypoglycemia treatment thresholds and monitoring. Investigation of this case revealed no device malfunction and indicated user-related overtreatment of perceived hypoglycemia with oral carbohydrates. It was concluded, based on previously established findings for similar reports, that the cause was use error related to premature treatment of anticipated hypoglycemia.